Manufacturer narrative:
The pump received with operating currents within spec. Unit passed self-test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. There were several history check failed on startup alarms were found at the alarm history file alarms due to a corrupted history file. The pump was received with corroded battery cap contact, cracked case at display window corners, reservoir tube, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had a blank display, and displayable history check failed on startup. The blood glucose at the time of the incident was 245. The customer states the pump shut off after during battery change. The customer changed the battery and the pump alarmed displayable history check failed on startup. Troubleshooting determined the displayable history check failed on startup alarm occurred during normal use. However troubleshooting was not able to return the display. The device will be returned for analysis.